Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and obtained: what is the product code of the drain with the issue? The code is 2233. Why is the 2nd drain product being returned? For reference. Did it function appropriately? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an esophageal cancer surgery on and unknown date and a drain was used. During surgery, the drain was connected to low pressure continuous suction equipment. Air leakage occurred. The drain was replaced to another drain and functioned appropriately. The drain was noted to have a hole on it. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.